Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms that occurred at night. The customer's blood glucose level was 500 mg/dl. The customer changed the supplies to the pump. Tandem technical support was unable to confirm the cause of the past occlusions; however, the customer performed a system check with the current supplies and the site was thought to be the cause of the occlusion. The customer indicated that the same site was going to be used again to see if occlusion reoccurred.